Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with the serial number label missing.

Event description:
The customer's spouse reported via phone call that insulin pump was damaged. The customer¿s blood glucose level was 251 mg/dl at the time of incident. Customer stated that the insulin pump was accidently dropped. The insulin pump will be returned for analysis.